Event description:
This patient's 4135 atrial lead was dislodged and the device re-programmed to vvi mode. The implanting physician was aware of the vvi mode change and at the time did not want to intervene and remove/reposition the loose atrial lead (lead tip was reported as being in the svc). Additional information was received that the atrial lead was then removed a few weeks after the initial dislodgement report; the lead was found to have migrated back to the pocket. The lead was successfully removed and replaced with a competitor lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.